Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient knew the implantable neurostimulator (ins) had moved since the patient had lost quite a bit of weight. It was reported that the ins had moved from the butt cheek to closer to their rib cage. This had probably been in the last year and a half. The patient had not been using the scs therapy for an extended time. The last time the ins was successfully charged was about a year ago. The patient had used their scs for a while but then their back seemed to have improved and they were not needed the therapy as much. The patient¿s back started bothering them again a couple of days ago in (B)(6) 2017. It was reported that there was poor or no telemetry with recharging. There was poor communication. The patient tried to charge the implantable neurostimulator (ins) but thought that maybe they needed to charge the implantable neurostimulator recharger (insr) so they left if plugged in overnight. On the day of the call the patient was getting the reposition antenna message. The last time the ins was successfully charged was about a year ago. Now the patient was having some problems as they could not get it to charge or do anything. It was suspected that the ins was currently in overdischarge. The patient does not have a managing hcp. Hcp listings were provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.